Manufacturer narrative:
The event of seroma and suspected lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is seroma and suspected lymphoma alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side ¿liquid bags¿ around the implants, ¿protheses deformation,¿ and ¿bia-alcl.¿ pathological markers were not provided. The device remains implanted.